Event description:
Boston scientific corporation became aware of an event in which when the physician was going to open the pouch to get a hold of the subject device, it was suddenly noticed that the pouch was not sealed in the opposite end. It has not been thoroughly glued on the bottom end. No complications were reported to have occurred with the patient as a result of this event.